Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event. The returned t-handle was functionally tested with a depuy retained mating device and found to assemble/disassemble and mate as intended. A complaint database search on the provided product code identified similar reports. Previous investigations found consultation with depuy engineering stated that if used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the handle and facilitate a spreading of the ears and eventually fracturing over time. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was discovered while setting up for surgery that the t-handle for the im reamer was not staying attached appropriately. This was prior to the patient entering the room so there were no effects on the procedure or patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.